Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient has a history of short to shield phenomenon and uses an ungrounded power module patient cable routinely. It was reported that log files analysis showed a low speed advisory on (B)(6) 2017. Speed drops have been linked to potential percutaneous lead issues. Lvad clinician viewed and interpreted the x-rays images. Driveline x-rays showed no fractures. The implant center determined the patient will use ungrounded cable or batteries and continue to observe. The implant center could not confirmed that the speed drops were true short-to-shields since further testing was deferred and the x-rays were unremarkable. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported suspicion of short to shield could not be conclusively established through this evaluation. The evaluation of system controller log file confirmed the report of low speed events associated with the motor stopped command being received from the system monitor on the date of the reported event. The patient remains ongoing on lvas support and no further driveline-related issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.